Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated suspected intermittent occasional far field r-wave oversensing and suspected atrial undersensing on stored episodes. The right atrial lead remains in use. No patient complications have been reported as a result of this event.